Manufacturer narrative:
Investigation results: the device was received and an evaluation was unable to duplicate the reported problem. The ablator handle was disassembled and a visual examination found salt-like deposits under the dome switches and on the pc board. This type of failure may contribute to the reported problem. A corrective action is in process to address this failure mode. The information for use (IFU) provides the following information: warnings: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut". Maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Use care wen inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Cautions: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. The user reported that the settings on the generator during this event were 70 watts-cut and 30 watts-coag.

Event description:
It was reported that during a rotator cuff repair, this ablator operated on its own, and as a result, there was a small burn mark noted on the patient's skin. There was no medical/surgical intervention required. To date, there is no further information of the patient's status.